Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, device was found in backup vvi mode. It was discovered that the device download could not be recovered as the device battery was depleted. During last follow-up in (B)(6) 2015, battery voltage was 2.74 v. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was caused by low battery voltage. The device was tested on the bench and no anomalies were found.